Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual investigation, this complaint is confirmed. The device was returned with clear physical defects on its bottom jaw. The device was returned with a damaged yoke slot. This means that the device at some point had experienced a large amount of force that then caused the tip to become non-functional. This complaint is confirmed. Because of the condition of the returned tip, a true functional test could not be conducted. Although a functional test was not possible, a visual inspection of the device was conducted. The yoke pin was still lodged into the device but, due to a possibility of excessive force, the yoke pin was no longer in the yoke slot. . The dimensions of the jaws will be compromised. If the force applied on the grasper exceeds 9.9lbs. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline inc in this condition. This complaint is confirmed. A possible root cause may be due to excessive force applied to the jaws.

Event description:
During routine use in a laparoscopic cholecystectomy the grasper suddenly stopped functioning. There was no harm to the patient.; the anesthesia time may have been increased slightly.